Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device, since only that might be stated as relevant, according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. The claimed sara 3000 device is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is mentally and physically capable of at least partial standing capability and stability. During the course of the investigation, it was confirmed that the involved resident suffers from a number of issues with their health state, such as: diabetes, atrial fibrillation, anxiety, non-pressure hydrocephalus. Following the information reported, while the incident occurred, the resident was not able to fully bear his body weigh balance. What is more his health condition was assessed as 'unresponsive'. This fact clearly suggests that the patient involved in this incident may be prone to injury. Despite this particular transfer had been completed without receiving any patient's injury, the caregiver has been exposed to strain her back. Following the information reported by the customer facility, no device malfunction was stated. Therefore it appears there has been no technical deficiency with the device that could have had an influence on the event. Based on the above, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities in abundance of caution.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating that as a consequence of transfer activities, using the sara 3000 standing aid, the caregiver suffered a back and hip injury. According to the information that has been reported by the customer, while attempting to lower the resident back into the recliner, the patient become weak and unresponsive. In order to position the patient as intended, the caregiver was reported to assist the resident's body manually (pushing his thigh and buttock by hands). As an outcome of the issue the caregiver was reported to receive a back and hip pain. There was no medical intervention or treatment needed. There was also no patient injury reported.